Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test, but there was a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to a compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that his blood glucose level will run into the 400's mg/dl and the issue has been occurring for months now. Customer stated that even when bolusing his blood glucose will still be high. Customer's current blood glucose is 201 mg/dl. Customer reported that he is experiencing frequent urination related to his high blood glucose. Customer has only been using the pump during the high blood glucose events. Customer stated that the recent high blood glucose event began last summer. Customer declined to perform the high pressure test. Customer stated that there is an issue with the pump when it gets down to the last bit of insulin, it is not pushing right. Customer was advised that the pump will be replaced.